Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 7.0; (hospital) lab-inr: 2.0. User reported difficulty interpreting data results on inratio display, and was uncertain of interpretation of inratio reading. Follow up with the customer noted that they indeed were reading the meter screen incorrectly. She would not provide the sn and strip lot # (after several requests).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (n/g). Inratio: 7.0; reference: 2.0; mean: 4.5; result: fail. Summary: end-user reported accuracy discrepant test result. User reported difficulty interpreting data results on inratio display, and was uncertain of interpretation of inratio reading. No info on timing between lab test and inratio test was provided. Pt info was not known. Proper meter and test info was trained. Mean calculation was performed. Per customer communication, no lot number provided for the strip & no serial number for the meter. No investigation possible without that info. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As to today, products associated to this complaint are not expected to return.